Manufacturer narrative:
Additional information: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163831 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m163831 and test base part number 190-430 / lot m163831.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163831 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false positive results with the ID now covid_19 assay performed (B)(6) 2021 with a nasal sample on the nipro sponge swab and generated a positive result. The customer reported that repeat testing was performed with the and the same cartridge and negative results were obtained. The customer reported a new sample was tested with the device and was negative and the pcr test with smart gene was negative. The customer reported that the patient was not symptomatic. The customer reported that the patient's emergency operation was delayed until the other test method was performed. Although requested, no further information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.